Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. Date of explant is estimated.

Event description:
It was reported by the patient that the device stopped working two years ago and was explanted about 18 months ago.

Event description:
This device was inadvertently reported on. The reason for the explant was elective.